Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specification. User interface contributed to event.

Event description:
In 2008, this patient was treated for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. The contralateral leg component was placed just below the renal arteries. The left common iliac artery was occluded with an amplatzer vascular plug and femoral-femoral bypass was performed. A proximal type I endoleak was observed at the end of the procedure, but physician chose to wait and watch. On the following month, a reintervention was performed for the persistent type I endoleak. A 23mm x 3cm aortic extender component was placed within the proximal end of the excluder device. Perioperatively, infolding was observed at the overlap of the devices due to sizing. A cordis palmaz stent was implanted to correct the infolding. Both endoleak and infolding were resolved. The patient tolerated the procedure and is reported to be stable at this time.